Manufacturer narrative:
A ge representative evaluated the system and replaced the hard drive. System operates intended.

Event description:
Customer reported the collimator iris closed down and there is no image. No pt injury was reported.